Event description:
The complainant has reported that a patient (age & gender unknown) underwent a therapeutic multiple band ligator procedure for treatment of esophageal varices. The clinician stated that the first band successfully deployed from the superview super 7 ligator device; however, the second band did not deploy. Another of the same device was utilized to successfully complete the procedure. The patient did not sustain any reported complications or ill effects as a result of the issue.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, cosequently, the mfgdate of the device is unk. This device has not been received by this MFR; an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement access and maintenance procedures.